Manufacturer narrative:
(B) (4). Endoleak.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm that is fusiform at zone 2 and is 80 mm x 115 mm. The proximal thoracic aortic neck diameter is 33mm, the distal neck diameter is 30mm. There was no calcification and no thrombus. It was reported that two thoracic stent grafts were implanted from proximal to distal. An angiogram revealed an endoleak. The physician believes that there is a retrograde endoleak from lsa, the lsa was occluded by coiling, but the endoleak did not resolve. The physician found the leak was type 1 endoleak. The physician implanted a palmaz stent into the proximal sealing zone, but the endoleak did not resolve. The physician decided to monitor the patient as the endoleak may disappear later. No further intervention was performed. No additional clinical sequelae were reported and the patient is fine.